Event description:
The catheter fell out when the pt was at home. No clinical consequences.

Manufacturer narrative:
The device was not returned for eval. A review of the device drawing indicated that no changes have been made to the lumen of cuff for the past 5 years. Without an eval of the devices involve we are unable to determine the cause or contributing factors to these events. Each p[t has a different reaction to an implanted foreign body and issue in-growth is related to this reaction. Potential causes for inadequate tissue in-growth include infection, method for catheter fixator, wetting the catheter prior to insertion (wetting may impede tissue in-growth into the cuff, use of drugs or other agents that may impede tissue in-growth, position of the cuff in relation to the exit site, site care diameter of tunnel for insertion cuff size and cuff nap (weave or fluffiness). Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, pt hematology, and concurrent drug therapy.